Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported seventeen days following an intraocular lens (iol) implant procedure, a patient reported to have experienced blurry vision, myodesopias and was prescribed treatment of antibiotics and steroids every hour. The following day, IV antibiotics were given to treat endophthalmitis.